Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. The device remained in-vivo for 2 years. The device history records for the reported device were reviewed and no deviations or anomalies were noted. The devices were used in an approved and compatible combination. A complaint history review identified no previous complaints for the part-lot combination and part number of the reported device. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised approximately four years post-implantation due to periprosthetic femoral fracture. During the procedure, the femoral stem was removed and replaced. No further information is available.